Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage from quick release on 1(B)(6) 2024. The set was inserted on (B)(6) 2024 and was in use for about 3 days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.